Manufacturer narrative:
The additional evaluation was done; the item was received with the lid out of adjustment. The repair technician reported adjustment needed as the reason for repair. The customer reported issue was not able to be reproduced and the cause of the issue is unknown. The lid was adjusted. This item was repaired, passed final inspection and returned to the customer on 21-apr-2014. This complaint is to be indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Event description:
It was reported that a rotary mixer failed a safety check at the hospital because it was leaking electrical current. The safety check was done prior to surgery on (B)(6) 2013. The hospital approved the use of the mixer during surgery provided it was kept six feet away from the patient. The hospital decided not to use the mixer during the procedure as they did not feel comfortable using it near a patient. The procedure took place as scheduled and as successfully completed without utilizing the mixer. There was no patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.device history record review performed; norian (presently dsm biomedical) manufactured the rotary mixer, p/n mxr-us-2000, and lot number n001656. The lot conformed to norian work order 5766 wn (closed 3/17/2004) and synthes purchase order 420329 (released 3/24/04). There were no mrr's, ncr's, or complaint related issues with this complaint.(B)(4).

Event description:
This report is 1 of 1 for complaint (B)(4).